Event description:
It was reported that during defibrillation threshold (dft) testing with this newly implanted electrode, the system was unable to convert the patient out of ventricular fibrillation (vf). Multiple external shocks had to be delivered to cardiovert the patient from vf back to sinus rhythm. An x-ray taken showed the electrode was not implanted in an optimal position. Surgical intervention was performed and the electrode was repositioned using the three-incision technique. A 10 joule test synchronized shock was successfully delivered. The physician did not want to put the patient through any more dfts. The electrode remains in service and no additional adverse patient effects were reported.